Manufacturer narrative:
Product complaint analysis team has completed its investigation of device which was returned to the co. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: visual inspections & results: body assembly bowed, slightly; clip in jaw, no; clip stack pressure, good; clip staging, good; clip track location, good; condition of cartridge cover tabs, good and total # clips remaining, 13. Functional tests & results: anti-backup functional, yes; clip form properly, yes; clip feed properly, yes; cycle applier, yes and lockout functional, yes. Analysis conclusion: based upon inquiry info received, visual examination and functional test, no conclusion could be reached as to what may have caused reported incident during surgery. Applier was received with dried body fluids in cartridge assembly, with no clip in jaw and with body slightly bowed. Applier was cycled and fed a clip into jaws, and then fired, and properly formed remaining 13 clips without incident. No conclusion could be reached why reported instrument's "clips do not hold on the vessel". Each instrument is evaluated during the assembly process to ensure that it functions properly. Applier body may become bowed if pressure is applied to front of shaft assembly and torquing motion is applied to handles, which may cause body assembly to bow or flex open. Co strives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
During a varix procedure, it was reported by the affiliate that the clips do not hold on the vessel. There was no pt consequence.